Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -14.00/2.5/084 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2018. Lens rotation not associated with a low vault was observed. On (B)(6) 2022 the lens was explanted. This resolved the problem.

Manufacturer narrative:
Pt info: unk. Lens work order search-no similar complaints reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
Corrected data: claim# (B)(4).